Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude monitoring system detected low shock and high pace impedances that occurred the same day as a ventricular tachycardia (vt) ablation procedure. Technical services discussed that external interference could have interacted with the device system, resulting in the out of range measurements. Impedance measurements prior to and following the ablation procedure were stable and within acceptable limits with no evidence of noise. The health care provider elected to continue to monitor. To date, no adverse patient effects were reported with this clinical observation.